Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. All information was investigated and the reported difficulty removing the clip delivery system (cds) from the steerable guide catheter (sgc) (clip becoming caught on the sgc soft tip) resulting in the material separation appears to be related to user technique/procedural circumstances. The poor image resolution appears to be related to patient morphology/pathology and procedural circumstances of visualization challenges. The reported off-label use of the device was associated with the procedure being performed on the tricuspid valve. It should be noted that the mitraclip instructions for use (IFU) states under the "indication for use" section: the mitraclip g4 system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation (mr>/ 3+) due to primary abnormality of the mitral apparatus [degenerative mr] in patients who have been determined to be at prohibitive risk for mitral valve surgery by a heart team, which includes a cardiac surgeon experienced in mitral valve surgery and a cardiologist experienced in mitral valve disease, and in whom existing comorbidities would not preclude the expected benefit from reduction of the mitral regurgitation. In this case, the off-label use does not appear to have contributed to the reported difficult to remove/material separation. The foreign body removal was a result of case specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the undeployed clip detachment. It was reported that this was off label use of the mitraclip in the tricuspid valve to treat grade 4 tricuspid regurgitation. Imaging was a challenge in the right atrium so the procedure was going to be aborted. During removal of the undeployed mitraclip through the steerable guide catheter (sgc), the clip detached from the actuator mandrel, but was still attached to the gripper and lock line. It was suspected that the clip may not have been perfectly aligned with the sgc during retraction, resulting in the clip detachment. The clip was successfully captured with a snare and the clip was retracted into a 24 french sheath. The clip was safely removed from the patient. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.